Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed." Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported when using an unknown bd blood collection tube it was found that blood collection was not bleeding. The following information was provided by the initial reporter. The customer stated: ¿when taking blood for the patient, it was found that the blood collection vessel was not bleeding, and the new blood collection vessel was still not bleeding again. Finally, the patient was replaced with a new blood collection vessel."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using an unknown bd blood collection tube it was found that blood collection was not bleeding. The following information was provided by the initial reporter. The customer stated: ¿when taking blood for the patient, it was found that the blood collection vessel was not bleeding, and the new blood collection vessel was still not bleeding again. Finally, the patient was replaced with a new blood collection vessel."

Manufacturer narrative:
The following fields have been updated with additional/corrected information: site legal name (FDA): becton dickinson medical (singapore). D.1. Medical device manufacturer: becton dickinson medical (singapore). G.1. Manufacturing location: becton dickinson medical (singapore). B.5. Describe event or problem: it was reported when using bd vacutainer® flashback blood collection needle it was found that blood collection was not bleeding. D.1. Medical device brand name: bd vacutainer® flashback blood collection needle. D.1.common device name: blood collection needle. D.1. Medical device catalog # 301747. D.1. Medical device lot # 1323772. D.1. Medical device expiration date: 2023-11-30. D.1. Unique identifier (UDI) #(B)(4).

Event description:
It was reported when using bd vacutainer® flashback blood collection needle it was found that blood collection was not bleeding. The following information was provided by the initial reporter. The customer stated: ¿when taking blood for the patient, it was found that the blood collection vessel was not bleeding, and the new blood collection vessel was still not bleeding again. Finally, the patient was replaced with a new blood collection vessel."